Event description:
Report received of a tubing separation at the port closet to the patient. The customer reports that the tubing set had been in use for at least a few hours and the patient was receiving a standard IV solution. The patient was lying down in bed when their physician came into the room. The patient sat up in bed. That was when the physician noted bleed back up the tubing set and the separation at the port closest to the patient. The patient experienced a small amount of blood loss. The tubing set was then changed. No report of adverse patient effect. Additional patient information was requested, but no further information was available.